Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. (B)(4). No consequences or impact to patient, output energy incorrect; electrical issue. Note: this event was initially determined to not be reportable based on initial report and findings. However, the initial evaluation of the nonconforming component on (B)(4) 2011 led to the decision to report. (B)(4).

Event description:
The customer reported that the fiber connector was hot and had a burning smell. Service was performed on the laser, and the findings indicated that no laser problem caused or contributed to the fiber problem, which was evaluated per a separate complaint. Upon evaluation of the nonconforming part, the detector's output was found to be intermittent and erratic at various laser settings.